Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to load, handling, or other issues. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a porous surface on the small wheel due to the adhesive peeling on the right and left knob causing a gap. Upon further inspection, it was observed that there was also a gap in the adhesive between the acoustic lens and the ultrasound probe. This finding was likely due to wear and tear damage over time or due to customer mishandling. It was observed that the suction cylinder was discolored. It was also observed that the adhesive was peeling on the bending section cover, causing the insulation resistance value at distal end to not meet the standard value. Additionally, a chip was observed on the adhesive of the bending section cover. It was observed that the play of the up and down and left and right directions was out of standard value due to wear of the angle wire. Lastly, the image guide protector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the small wheel of the evis exera ii ultrasound gastrovideoscope had a porous surface. The reported issue was found during reprocessing. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.